Event description:
On (B)(6) 2025, the user reported that their ilet pump fell from a dresser and struck the floor. Following the impact, the screen was cracked and the device became unresponsive. The user confirmed that they wear a dexcom g7 sensor and can continue to monitor glucose readings via the dexcom app. The user also stated they have a form of backup therapy available. No blood glucose values, symptoms, medical treatment, or adverse outcomes were reported at this time.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.